Event description:
It was reported that during a gastric sleeve procedure, on the second firing with a black cartridge, the device cut but some of the staples were malformed or did not form at all. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. Echelon straight/flex: asku. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60t reload present. The reload was received with the right side fully fired, left outer row fully fired and two left inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was returned: based on the photographic evidence of the subject ple60a device, utilizing a black cartridge ecr60t along with double buttressing, believe the inner two rows of staples did not properly deploy and supports the event description. However the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.